Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from the events (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cloudy pd effluent and abdominal pain occurred a day prior to the peritonitis diagnosis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and amikacin injection (100mg, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient has recovered from cloudy pd effluent and abdominal pain; however, was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.